Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted shallow resulting in moderate-severe paravalvular leak (pvl). Two balloon aortic valvuloplasties (bav) were performed with no change to the pvl. A second valve was implanted resolving the pvl. No adverse patient effects were reported.